Manufacturer narrative:
Customer purchase date 2004.

Event description:
During a gyn laparoscopy case, the cable burned. They changed to another cable to complete the case. There was no delay and no consequence to patient.